Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed during patient ventilation in neonatal mode. An intermitted alarm was observable both visually and through hearing. For 5 seconds a medium-priority (yellow) alarm message got displayed stating 'expiratory obstruction' then the ventilator kicked back in. This course continued to recur after the first medical intervention was performed. The device log files (service log, error log, event log) were provided to hamilton. The ventilator device has been failing for 'flow sensor calibration' sporadically during the pre-operational checks for the last few months. This 'expiratory obstruction' alarm was reproducible. There is patient involvement reported. This event occurred during patient ventilation but was not further specified nor explained. There is need for medical intervention reported. First the patient got checked for obstructions by applying an endotracheal tube (ett) insertion. Nothing was found. The same ventilator device was used again, and the alarm kept occurring. During the second medical intervention the blood gas showed ongoing hypoventilation and it was decided to exchange the ventilator to improve the patient situation. No harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed. This occurrence was noticed during patient ventilation in neonatal mode. An intermitted alarm was observable both visually and through hearing. For 5 seconds a medium-priority (yellow) alarm message got displayed stating 'expiratory obstruction' then the ventilator kicked back in. This course continued to recur after the first medical intervention was performed. The device log files (service log, error log, event log) were provided to hamilton. The ventilator device has been failing for 'flow sensor calibration' sporadically during the pre-operational checks for the last few months. This 'expiratory obstruction' alarm was reproducible. There is patient involvement reported. This event occurred during patient ventilation but was not further specified nor explained. There is need for medical intervention reported. First the patient got checked for obstructions by applying an endotracheal tube (ett) insertion. Nothing was found. The same ventilator device was used again, and the alarm kept occurring. During the second medical intervention the blood gas showed ongoing hypoventilation and it was decided to exchange the ventilator to improve the patient situation. No harm to the patient, user or third party has been reported. The investigation is still ongoing.